Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that a malfunction alarm (alarm 00) occurred. Blood glucose was 200 mg/dl. Tandem technical support assisted the customer with clearing the alarm.